Event description:
It was reported that during implantation of a crt-d device, intermittent capture was observed. The device was explanted and replaced. The patient's condition was good.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).